Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while loading patient discs on to the navigation system, the system would become unresponsive. The reported issue occurs with select discs from a specific imaging facility. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: a medtronic representative reported that the application software on the navigation system was uninstalled and re-installed on the system as a precautionary measure. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site was able to load suspect discs after a hard restart when the navigation system would become unresponsive.